Event description:
Philips received a complaint by the customer on the v60 indicating touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The touchscreen was unable to be calibrated and the touchscreen was not responding to touch near the bottom of the screen. The touchscreen also had a cracked rear bezel. The rse provided the customer with parts ID to order a replacement. The customer ordered the touchscreen replacement and replaced the touchscreen to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.